Event description:
The consumer reported, using the prod for 8 hrs on her leg. When the patch was removed, the consumer described a burn with six blisters in the area worn. The consumer intentionally broke and drained the blisters resulting in crusty wounds which took 3 weeks to heal. The consumer did not seek medical attention at the time of the incident and treated the area with silver sulfadiazine provided to her by a nurse friend.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailble for eval and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.